Manufacturer narrative:
(B)(6). Maude report reference #: mw5081164. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds ii malfunctioned. Reportedly, the patient had a serious injury that required intervention. The procedure was completed with a second spyscope ds ii access and delivery catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Corrected event description as of 17dec2018: additional information was received on 17dec2018 reporting a corrected event: it was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds ii lost visualization. The procedure was completed with a second spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Maude report reference #: mw5081164. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds ii malfunctioned. Reportedly, the patient had a serious injury that required intervention. The procedure was completed with a second spyscope ds ii access and delivery catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.